Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. Patient reported that the pod triggered an error alarm, resulting in device removal. Subsequently, the patient developed localized skin symptoms at the infusion site on the right arm. Symptoms reported are redness and a lump. The patient sought medical attention from a general practitioner on (B)(6) 2026, who diagnosed a subcutaneous infection at the insertion site, suspected to be related to the needle; however, it was noted that the presence of foreign material on the skin or on the needle/pod could not be ruled out. No treatment was provided, and the patient was advised to monitor the site and return if no improvement was observed within 10 days. The visit lasted 10 minutes. No impact to blood glucose levels was reported. A new pod was successfully activated.